Event description:
During a functional testing at zoll medical's technical svc dept, the device displayed "defib fault 108" and "pacer fault 117" messages. There was no pt involvement in the reported malfunction.